Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID: 377860, lot#: v002107, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead; product ID: 377860, lot#: v002107, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information indicated the event was ongoing with no further action needed.

Event description:
It was reported that there were high impedances. There were no symptoms. It was related to the device or therapy and was not related to the implant procedure. A device interrogation was done and the results revealed high impedance on 2, 3, 4 and 6. Reprogramming was done to program around the impedance coverage. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.